Event description:
The customer reported the system displayed an iris potentiometer error during a case. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage cable was replaced. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.